Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported aspiration failure during ultrasound during two separate eye procedures. The customer also noted that "the core which was on the tip did not come near and aspiration was poor." The product was replaced in both cases and the procedure was completed without consequences to the patient. Product sample has been requested for evaluation.

Manufacturer narrative:
A device history record review of the reported lot indicates that the order was built to specification. Two wet fluidic management system cassettes were returned for this complaint. The samples were visually inspected and no obvious defects were found. It was noted that the drain bags were detached from the cassette covers due to saturation; however, the drain bag tape was properly aligned and no channeling was observed. Functional testing was performed and the samples could be recognized and the service data could be retrieved from the console. The samples primed and tuned successfully. No leakage occurred during testing. Both samples were able to reach a maximum vacuum within specification. Irrigation and aspiration flow rates were within specification. Both samples passed all aspects of functional testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).